Event description:
Insufficient patient weight removal. The machine failed the ultrafiltration (uf) portion of autotest. No patient injury or medical intervention was reported. The gambro technical services (gts) rep was unable to duplicate, but replaced the uf pump thermal fuse as a precaution.